Event description:
It was reported to philips that fluoroscopy was not possible due to detector and psu faults on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ps fd unit and detector px4700 high speed pack and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).